Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent repositioning surgery on (B)(6) 2021. After repositioning surgery, shorted electrodes were detected. The recipient's device was explanted on (B)(6) 2021. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and a dent to the bottom cover. These anomalies are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, monopolar cautery was used during explant which is attributed to the no lock. This is not believe to be related to the return reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The surgeon reportedly used monopolar cautery during explant and re-implant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.